Manufacturer narrative:
Complaint conclusion: as reported, the balloon of a 7mm x 4cm powerflex pro percutaneous transluminal angioplasty (pta) balloon catheter ruptured within its nominal pressure. A 7mm x 4cm non-cordis balloon catheter was used as a replacement to complete the procedure. There were no reported injuries to the patient. This was during a pta procedure to treat a common femoral artery lesion. A .035 260cm non-cordis guidewire was used to cross the lesion. Additional information was requested but was not available. The device will not be returned for evaluation. The reported event of ¿balloon-burst-at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Based on the limited information available for review, vessel characteristics (which was not provided) may have contributed to the reported event since calcified/resistant lesions can damage a balloon. According to the instructions for use (IFU), which is not intended as a mitigation, ¿the rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence), will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over pressurization. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ based on the information available for review, there is no indication that the reported event could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the balloon of a 7mm x 4cm powerflex pro percutaneous transluminal angioplasty (pta) balloon catheter ruptured within its nominal pressure. A 7mm x 4cm non-cordis balloon catheter was used as a replacement to complete the procedure. There were no reported injuries to the patient. This was during a pta procedure to treat a common femoral artery lesion. A .035 260cm non-cordis guidewire was used to cross the lesion. Additional information was requested but was not available. The device will not be returned for evaluation.

Manufacturer narrative:
After further review, section d.4 primary unique device identification (UDI) number has been corrected accordingly.